Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with hypoglycemia and questioned whether the device provided low glucose alerts, noting no notifications were visible; review of device data showed two lunch announcements several hours apart followed by a steady glucose decline into out-of-range low, during which automated insulin delivery slowed or briefly stopped, indicating insulin modulation was active. Symptoms included grogginess upon waking. Outcomes included self-management with oral carbohydrate intake, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device logs and user-reported questionnaire, along with troubleshooting and education on hypoglycemia treatment and monitoring. Investigation of this case revealed that the device was delivering reduced or suspended insulin in response to falling glucose and that alerts were reported by the user as beeping despite no visible notifications. It was concluded that hypoglycemia occurred with unclear cause, device performance appeared consistent with design, and no device malfunction was identified.